Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the investigation results become available.

Event description:
As reported by the user "facility": customer verbalized that a "squirt " occurred from a pump (no ref# or lot# available, confirmed when tech was filing it with 5fu, no additional information available

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). Multiple attempts to obtain the sample and/or additional information were not successful. Given that the product was not available for evaluation and the lot number was reported as unknown, a thorough investigation could not be performed. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.